Manufacturer narrative:
A medivators service technician arrived onsite to inspect the unit and found the ground fault interrupter (gfi) to be damaged. Through further inspection, the technician found that the unit was leaking from the b side basin overflow. As the basin overflow was leaking this allowed water to leak onto the gfi outlet resulting in the reported event. The dsd edge aer has been designed with fire-resistant materials and any thermal events which occur internal to the unit are expected to be contained and not to travel outside of the unit. Furthermore, the service manual provides the following warning language for the gfi and potential thermal events: "to avoid injury or death from an electrical insulation breakdown within the unit, the gfi (ground fault interrupter) circuit breaker should be checked for proper operation on an annual basis. If during the use of this equipment you see or smell smoke, immediately disconnect the unit from the power supply, discontinue use and call medivators technical support." The dsd edge aer is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. This unit was installed in 2011 making it approximately 12 years old at the time of the reported event. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that smoke was emitting from inside their dsd edge automated endoscope reprocessor (aer). No report of injury.